Event description:
A customer site in (B)(6) alleged that a large amount of invalid results were generated after changing a thermal cycler on the cobas x 480 instrument (the amplification and detection instrument used with the cobas 4800 system). Specifically, the customer has noticed an increase of more than 10 invalid results post the replacement of a tc block material # 05015162001, sn (B)(4). The cobas x 480 has completed all the runs in question with no hardware error or warning. It is unknown if erroneous results were generated.

Manufacturer narrative:
Date of follow-up information was received. Follow up report 1. Additional information / device evaluation. Device evaluated by manufacturer yes. A customer site in (B)(4) alleged that a large amount of invalid results were generated after changing a thermal cycler on the cobas x 480 instrument. An initial investigation into this issue determined that the tc block contained a control sensor that was out of specification. The root cause for the out of specification control sensor is still being investigated; the outcome of the investigation will be communicated through another follow-up report. (B)(4).

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of the investigation will be communicated through a follow-up report. (B)(4).

Manufacturer narrative:
(B)(4) - root cause was invesitgated and could not be determined.investigation into this issue determined that the thermal cycler block contained a control sensor that was out of specification. Upon investigation there was no trend found in the field. The control sensor resistance specification is checked during instrument production and the likelihood of an offset in the resistance is rare. The root cause for the out of specification control sensor was not determined. The manufacturer (measurement specialties) was contacted to conduct destructive testing of the blockcycler. However, further analysis was unable to be performed as it would cause damage and the results would be inconclusive. (B)(4).